Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on three days prior at 8:00 am. She reported obtaining high result on the subject meter and was comparing the result to her normal readings/feelings. She took her usual amount of insulin (dosage/type not provided) and then reportedly felt symptoms of low blood sugar (also reported experiencing rapid heartbeat). She treated self with food. The patient was not tested on any other device and did not receive any medical attention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient alleged that she experienced low blood glucose symptoms after taking her usual dose of insulin and getting the alleged high result. She treated self with food. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.